Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented in the clinic for a backup battery fault. The alarm was cleared with a self-test on (B)(6) 2025 but recurred again on (B)(6) 2025. It was noted that the patient had a backup battery fault on the last system controller in (B)(6) 2024 that was exchanged and now having another on the new controller. The log file began capturing emergency backup battery (ebb) faults on (B)(6) 2025 due to the ebb failing the load test. It was recommended to reseat the ebb ribbon cable a few times in a row then perform a controller self-test to see if that resolves the alarm. If not, it was recommended to replace the ebb. The ebb was replaced, and self-test was performed, and the alarm was not clearing. It was recommended to exchange the controller.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 1 hour (12may2025 from 12:17:21 ¿ 13:29:43 per time stamp). The backup battery fault alarm was active from the beginning of the log file due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage or the unloaded voltage being under the acceptable threshold. The log file did not capture when the load test first did not pass, so the loaded and unloaded voltages cannot be measured. The alarm lasted through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (01may2025 ¿ 12may2025 per time stamp). The backup battery fault alarm activated on 11may2025 and is covered under the controller event log file. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the patient had a previous backup battery fault alarm on 08may2025 which resolved after performing a self-test. Additional information stated that they replaced the battery and performed a self-test with no resolution for the alarm. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 14may2024. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.